Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-03830,1220908-2020-03831, 1220908-2020-03792,1220908-2020-03832, 1220908-2020-03833, 1220908-2020-03834, 1220908-2020-0793, 1220908-2020-03835, 1220908-2020-03836 and 1220908-2020-03837 for similar events reported from the same customer.

Manufacturer narrative:
The customer's report was observed and attributed to a shorted capacitor on the processor plug-in (pim) board. The pim board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.